Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Attempts are being made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by an intuitive surgical employee that during a da vinci cholecystectomy procedure, the device was clamped on the hepatic artery and fired. When removing the device, the clip tore the vessel. Bleeding was noted. The amount of blood loss was unknown and it was unknown if a blood transfusion was needed. The procedure was converted to open in order to control the bleeding. The patient was reported as doing well.

Manufacturer narrative:
(B)(4). After further investigation with the surgeon, he has confirmed he is unaware of this event and does not recall the incident. File is being voided.